Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device results were 2.3 and 8.0 inr. The corresponding reported lab results were 1.8 and 5.2 inr. The device was replaced and requested to be returned for evaluation.